Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023.  Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Review of this complaint confirmed the event summary code selection. A product history review was performed as required. The complaint device was not received for evaluation. Based off the information provided, the most likely cause for the reported failure can be attributed to a supplier process issue; however, due to the device not being returned, we are unable to confirm the reported event.

Event description:
On 10/1/2021, it was reported by a sales representative via (B)(4) that an rar-7-650-00 loaner insufflation did not register as over-pressured and was not releasing the pressure either even though it was reading pressure of 38. This was discovered at the very beginning of the procedure and the console with the insufflator was swapped for another one to complete procedure.